Event description:
It was reported that the posey bed - acute care/ltc model 8050 zipper is broken. No specific info as to location of zipper. No pt injury reported. Inspection shows that the canopy has damage that could cause or contribute to a serious pt injury.

Manufacturer narrative:
(Other) zipper broken - eval results - (other) the left side of the canopy on the right bottom leg the elastic is ripped. Backside of the canopy there is a 5 foot vinyl tear on the bottom and surface of the mattress envelope and drainage port zipper. The right side at the end of the canopy, there is 3 inches of broken stitches on the vinyl and both sides of the legs have broken elastic.